Event description:
Account reports several incidents in which the injection site separated after a needle lock device was removed. Shrink band is blue. (Designating latex injection site). No further information available. Product code unknown. Reporter stated there was no patient compromise.